Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the device removed from the tissue? The device was removed by force with difficulties. No bleeding. The procedure was extended for 10 minutes. The following information was requested, but unavailable: did the jaws of the device eventually open?

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: did the jaws of the device eventually open? Yes but with difficulty.

Event description:
It was reported that during a colon procedure, after use it was impossible to open the device according to the usual process. More than fifteen minutes were required to release the tissue from the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.